Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. Ultimately, the customer was able to observe insulin drops exit the infusion set tubing after using multiple cartridges and multiple infusion sets. The customer was able to resume insulin therapy. Customer's blood glucose level was 412 mg/dl and was addressed with a manual correction injection.